Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, and scratched reservoir tube window. The backlight is working properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump they have is scratched and damaged. Customer advised that the lcd screen is damaged to the point where they cannot read the screen. Customer was advised to discontinue use of the pump and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for further analysis.